Event description:
During service and repair a phillips bench technician noted that the battery pins were bent. The customer did not allege any prior battery issues. There was no reported patient involvement/adverse patient impact.